Manufacturer narrative:
The insulin pump was received with a blank display; the problem is isolated to the lcd board. Unable to verify for missing segment or partial display due to blank display. Unable to perform rewind, basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to blank display. No beeping or turning on green screen noted. No cosmetic damage.

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The customer took the device out of the box to program it and when inserting a new battery the display did not come up. The customer had received the insulin pump about two weeks ago but had not used it. She was treating with manual injections and her blood glucose had been in the 300 and 400 range when waking up. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return and the screen turned green and with black dots. Blood glucose value was 238 mg/dl. . Customer was advised the insulin pump would be replaced and agreed to return the product

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.